Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels in the mornings dating from approximately (B)(6)2015. Elevated blood glucose levels were between 245mg/dl to the high 400s mg/dl, and were treated/ resolved by administering a bolus. The customer believes that the issue is related to the settings, as the customer is new to the pump and is still adjusting them.